Manufacturer narrative:
No device sample has been received by MFR. Per DHR the product deroyal surgimate 35w 24 / case, lot # 01l1300062 was manufactured on 11/14/2013. DHR investigation did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.

Event description:
Complaint alleges: the staples came out of the pt after being inserted. Providers attempted to re-staple the area, but the staples did not form correctly. No pt injury reported.